Event description:
Treatment of a tumor vasculature in the pt with solitary kidney. It was reported that the catheter ruptured after injecting approx 0.2ml of onyx. The pt was reported to have an infarction. Same event as MDR #2029214-2009-00080.

Manufacturer narrative:
The device will not be returned as it was consumed in the event.